Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm that she was unable to clear. The blood glucose reading was 151 mg/dl. Customer stated that she had given her dog a bath and then noted moisture behind the screen and received a button error alarm. She also reported that the insulin pump had been dropped a few times. She was unable to clear the alarm because none of the buttons were responsive. The insulin pump had a crack on the corner of the display window and a crack near the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under lcd screen, electronic assembly or motor noted. The insulin pump has cracked case at display window corner, cracked reservoir tube lip and minor scratched window.